Manufacturer narrative:
Should additional information become available this event will be update and another report submitted.

Event description:
It was reported that this lead was part of a system infection. To date, explant has not been confirmed.